Event description:
It was reported that the customer had blood sugars over 600 mg/dl. Customer did not get a warning. Customer changed the set and woke up with her blood glucose levels in the 300 mg/dl range. Customer stated that the pump did not deliver. Customer tried to take more insulin, but her blood glucose level was still 590 mg/dl. Customer checked again and her blood glucose level was over 600 mg/dl. Customer had to go home and got sick. Customer also threw up as a result. Customer declined troubleshooting and stated that everything is working fine. No further assistance needed.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.